Manufacturer narrative:
(B)(4). Batch # unk . The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that before a laparoscopic kidney surgery, the jaws did not open and close when the handle was grasped and released. The device was not used for the patient. Another device was used to complete the case. There were no adverse consequences to the patient.